Manufacturer narrative:
The power chair was not returned for evaluation, so the complaint of the chair surging could not be verified, and the underlying cause could not be determined. This product is on the list of serial numbers impacted by the medical device field removal joystick recall z-2270-2013. The units were recalled due to a supplier quality issue involving the electrical component of spj+ joysticks and mk6i driver controls. The defect resulted in the wheelchairs slowing down relative to the commanded speed and then either driving at the reduced speed or recovering and creating an unintended acceleration. The tdxsp/tdxsr user manual states that if the joystick is erratic or does not respond as desired to contact the dealer/invacare for service. The expected life of a power chair is 5 years, and the device was manufactured in february 2012; therefore, it has exceeded its expected life. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised, he had the chair in the shop and the chair was surging. Dealer advised, chair was slowing down and speeding up. Dealer put a volt meter to the front of the joystick while driving the chair, and the battery voltage dropped about three volts.